Event description:
During internal code review, it was found that in certain projection type modalities (cr, dx, mg, rf, xa), radiographic magnification data which may be entered at the modality is being ignored by ultravisual. Such info is intended to apply a correction factor so that distances measured on the detector of the modality can be coverted into estimated distances within the pt. Such changes, for example, will typically reduce a distance measured on the dector of the modality to one that is about 10% smaller in the pt. The dicom fields that are being ignored are estimated radiographic magnification factor (0018, 1114), distance source to detector (0018, 1110), and distance source to pt (0018, 1111). These distances should be used to convert imager pixel spacing (0018, 1164) provided by the modality into the estimated pixel spacing in the pt (although in practice it is rare that such values are actually provided by the modality). Ultravisual is currently displaying only the uncorrected pixel spacing defined at the detector.